Event description:
It was observed that during the device evaluation, the video adapter exhibited coupler corrosion and lock unit corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that a probable root cause cannot be identified. A device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.